Manufacturer narrative:
An ultraflex¿ tracheobronchial stent and delivery system was returned for analysis. The device was received with the stent partially deployed. Visual evaluation found the shaft was kinked near the distal end. Functional analysis found that the device shaft bowed during a failed deployment attempt. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. The damages noted with the device during analysis was most probably due to anatomical or procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context.

Event description:
Note: this report pertains to one of two devices used within the same patient. Refer to manufacturer report # 3005099803-2016-01089 and 3005099803-2016-01090 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2016, that two ultraflex tracheobronchial stents were to be used to treat a 3.5 cm malignant lesion in the right mainstem bronchus during a bronchoscopy and airway stent deployment with tumor debulking procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. During the procedure, when the deployment suture was pulled, it got stuck and locked. The ultraflex tracheobronchial 14mm 40mm stent (the subject of MFR. Report#3005099803-2016-01089) and 12mm 40mm stent (the subject of MFR. Report#3005099803-2016-01090) both partially deployed in the airways. The stents were removed from the patient and a hanaro stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used within the same patient. Refer to manufacturer report # 3005099803-2016-01089 and 3005099803-2016-01090 for the associated device information. It was reported to boston scientific corporation on april 06, 2016, that two ultraflex tracheobronchial stents were to be used to treat a 3.5 cm malignant lesion in the right mainstem bronchus during a bronchoscopy and airway stent deployment with tumor debulking procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. During the procedure, when the deployment suture was pulled, it got stuck and locked. The ultraflex tracheobronchial 14mm 40mm stent (the subject of MFR. Report#3005099803-2016-01089) and 12mm 40mm stent (the subject of MFR. Report#3005099803-2016-01090) both partially deployed in the airways. The stents were removed from the patient and a hanaro stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.